Manufacturer narrative:
The report event of broken drg lead was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. (B)(6).

Event description:
It was reported that the patient experienced high impedance. In turn, the lead was fractured. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.